Event description:
A clinical nurse specialist reported there was an external blood leak on a prismaflex m100 set during treatment. The nurse immediately disconnected the patient without returning the blood in the extracorporeal circuit resulting in a blood loss of approximately 152 ml. The patient was not symptomatic as a result of the blood loss and did not require medical intervention.the clinical nurse specialist could not specify where the blood leak occurred but did confirmed there was a blood warmer attached to the venous return line. No additional information was available.

Manufacturer narrative:
The review of the prismaflex m100 set device history record for lot number 14c2803g shows that one manufacturing nonconformity was recorded regarding this lot number and it was unrelated to the reported event. One blood contaminated prismaflex m100 set was returned for our investigation. The sample was full of clotted blood, which made the investigation inconclusive. The pictures taken by the customer after the incident show an external blood leak at a disconnection between the top of the filter and the return line but this finding has not been confirmed by the technical investigation. The customer also confirmed there was a general electric (ge) enflow blood warmer attached to the venous blood line. The blood warmer was used off label. Based on the limited information provided and inconclusive investigation of the sample, the exact root cause of the reported event remains unknown.